Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient did experience a cerebrospinal fluid (csf) leak during the procedure. There are no reported symptoms and a blood patch was not performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient moved during a trial implant procedure and a cerebrospinal fluid (csf) leak may have occurred. As a result, the procedure was aborted. There were no symptoms reported.